Event description:
The company received a report where it was claimed that the tube developed a leak during pt use. The source of the leak was not identified. It was reported that re-intubation of a replacement tube was required.

Manufacturer narrative:
(B)(4) is not distributed in the u.s.a.; however, there is a device of essentially identical design distributed in the us. Applicable 510k# for u.s.a distributed part is k791045. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.